Event description:
Per the surgeon's report, this pt's device was explanted in 2006, due to facial nerve stimulation. The surgeon reimplanted a new device during the same surgery.

Manufacturer narrative:
This is a final report.